Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) alarm. This occurred during the second dwell cycle of peritoneal dialysis therapy. The patient stated that she had pressed "go" before connecting to the device. The technical services representative (tsr) assisted the patient in clearing the alarm and advised her to start therapy over with new supplies. There was no adverse event associated with this event. Additional information is requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the alarm was a user error, as the user had pressed "go" before connecting to the device. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.